Event description:
It was reported that the patient presented during a follow up in a clinic. Upon interrogation, the device was found to be in backup vvi mode. Patient was asymptomatic. Device download was performed successfully.